Event description:
It was reported that the pacing lead exhibited high impedance and confirmed fracture. The pacing lead was inactivated and will not be replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.